Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was hospitalized for a high blood glucose of 612 mg/dl and diabetic ketoacidosis on (B)(6) 2016. The patient experienced nausea, vomiting, and abdominal pain. The customer was treated with IV fluid and insulin drip. Troubleshooting was declined for the insulin pump. The insulin pump was not returned for analysis.